Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient reported the call doctor icon on the remote home monitor was red. Patient services assisted the patient in completing a successful remote interrogation. Patient services referred the patient to their physician to ensure not device related issue were not initially transmitted to the clinic. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.